Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat non-obstructive urinary retention; the trial began (B)(6) 2019. It was reported the trial patient is concerned and does not think that she should be retaining as much urine as she is. On (B)(6) 2020 the patient stated that she feels the stimulation in her abdomen. No further complications were reported or are anticipated.